Event description:
It was reported that the vns patient¿s device showed high impedance during an office visit on (B)(6) /2015 and was subsequently disabled. Patient trauma is not believed to have caused or contributed to the high impedance. The patient¿s device was last tested on (B)(6) 2014 and system diagnostics showed lead impedance within normal limits at the time. X-rays were taken and were reported by the physician to be unremarkable. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient underwent surgery on (B)(6) 2015. The lead pin was reinserted into the generator header and the high impedance condition resolved. The surgery was completed successfully.

Manufacturer narrative:
.